Event description:
Patient reported complications after drinking pranactin-citric solution. Patient said she had "bubble guts" for 20 minutes after drinking solution and then did not product stool for 4 days after. Patient reported complications after drinking pranactin-citric solution. Patient said she had "bubble guts" for 20 minutes after drinking solution and then did not product stool for 4 days after. The product labeling includes a precautionary statement regarding that those who are hypersensitive to mannitol should avoid taking the drug solution. Hypersensitivity is a known reaction that is also identified within the labelings post-marketing experiences section.